Event description:
The customer stated that she was in the hospital for diabetes related issues, and needed assistance in programming the basal rates to half of the current amount due to hypoglycemia. The customer stated that her blood glucose levels dropped to 40 mg/dl yesterday, and she almost passed out. The customer did not know how to cut the current basal rate amount in half, and wanted the technician to give her the amounts. The customer was told that medical advice cannot be given, but assistance could be provided as long as she provided the basal rate amounts. The customer became upset, and ended the call. The customer later called with the amounts, and was assisted. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.